Event description:
It was reported that during an unknown procedure, the customer said that doctor was unable to clip with the device as the handle kept sticking. Unknown if another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.